Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had reflections in the image, due to the chipped charged coupled device lens. And image fault/blurry image. The issue occurred, during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material under the cover glass of the outer tube and the r-unit is broken and therefore the pixelshift is incorrect. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reflections in the image due to the chipped ccd lens should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.